Event description:
Oral-b brushheads breaking and fall out while brushing [device breakage]. No adverse event [no adverse event]. Case description: a female consumer, age (B)(6) yrs, reported using oral-b dual clean brushheads with oral b pro-health dual clean battery powered toothbrush, and the brushheads kept breaking and were falling out while brushing. She reported that she changed the brushheads on a regular basis, and does not think this is due to using them for too long of a period. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.